Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had missing end cap sticker, broken reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that there was crack on the rim of the reservoir compartment. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer stated that they experienced headache. The customer performed troubleshooting and did not found air bubbles and leaks. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.